Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that eight years and eight months following the implant of this transcatheter bioprosthetic valve, routine echocardiogram revealed normal valve function with absence of pulmonary insufficiency and a mild - moderate pulmonary stenosis with vmax of 3.9 m/s and a maximum peak gradient of 62mmhg. Four months and two days later, the patient was admitted to hospital. Echocardiogram findings and spiro-ergometry revealed reduced maximum oxygen consumption rate of 24ml/kg x min. Magnetic resonance imaging (MRI) six days after hospitalization showed moderate pulmonary stenosis and mild central insufficiency. Outgrowth was taken into account for re-intervention as the implant was at age 12 and the patient now was 20 and had increased body weight by factor 3-4. Four months and 13 days following initial diagnostic hospitalization, the patient was treated with a valve-in-valve procedure. The patient¿s right ventricle (rv) pressure was 86mmhg, femoral artery 99mmhg, rv-pulmonary artery (pa) gradient 50mmhg. The team performed serial dilation of the valve and pre-stent with atlas gold ultra-high pressure balloons size 22mm and 24mm. This was followed by the implant of a new valve (f593618) inside the original valve (b247416) using a 22mm ensemble; revealing rv pressure of 54mmhg, femoral artery 115mmhg, rv-pa gradient 22mmhg, and no insufficiency. Stenosis remained within the stents and new valve, most likely caused by a proximal substernal non-compressible block of pannus tissue. Further dilation with atlas gold 22mm balloon did not improve hemodynamics or significantly reduce the pannus area. Per the physician, imaging showed non-radiopaque area within the stents, therefore with the absence of visible calcification and no endocarditis in patient history as well as absence of any stent fractures, pannus is the only explanation. No additional adverse patient effects were reported.